Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple incomplete bolus alerts were rec'd because the customer had not completed a requested bolus. The customer's blood glucose level was impacted (450 mg/dl).